Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus during a endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna), the anterior needle became detached from the system and stuck in the lymph node. When the bronchoscope was withdrawn, the needle was extracted from the tissue as it remained in the ebus bronchoscope. The needle was recovered without any injury to the patient. The customer was able to remove the needle out of the working channel outside of the patient without any additional damage to the device or injury/harm to the patient or user.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. New information was added to the following fields: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As the device did not return to olympus, a physical device inspection could not be performed. However, since images were provided by the customer, a section of the distal needle tip/end was broken off from the rest of the device. This results in likely confirming the complaint. Without device return, further analysis and in-depth root cause cannot be fully determined. Based on the results of the investigation, the failure likely resulted from forcing the device through resistance and/or angulation. The event can be detected/prevented by following the instructions for use which states: page 13: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Page 12: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor field performance of this device.